Event description:
Four pts who had undergone cystoscopic examination presented with multidrug resistant pseudomonas aeruginosa (mdrp) that was detected as a result of urine culture. This is the report for the second pt who had cystoscopic examination in 2009, and experienced fever and pyuria (pus - urinary tract infection) after the examination. He was hospitalized six days later, with a diagnosis of prostatitis (inflammation of prostate). An antimicrobial medication was prescribed. Additionally, habekacin administration was started two days later. A urine culture taken and mdrp was found. Five days later, another urine culture was performed and the result was negative. The antimicrobial medication was discontinued. The scopes used were processed with cidex plus 28 (cp28) day solution in a non-asp automatic endoscope reprocessor. It was reported that the water filter of the endoscope reprocessor was not changed for 10 months. Mdrp was found in some parts of unit. After this event, the filter was changed. The health care workers at the hospital was retrained regarding cp28 and proper process the scopes.

Manufacturer narrative:
Inflammation, prostate. All related mdrs: 2084725-2009-00639 pt# 1; 2084725-2009-00646 pt#3; and 2084725-2009-00647 pt#4.

Manufacturer narrative:
Asp investigation summary: the investigation included complaint trending by problem code, and failure mode and effects analysis. Batch records review was not performed as lot number was not provided. A review of the complaint history from october 2009 through october 2010 for cidexplus solution with the problem code "hr - procedure related" revealed 11 complaints: 6 complaints of which were reported by this facility, 5 related and 1 unrelated. The remaining 5 complaints from other facilities were unrelated to this event. There was no information in the complaint to suggest that cidexplus solution was used improperly, however, a review of the cidexplus fmea (failure mode and effects analysis) was still performed. Reviewed the fmea for potential use error resulting in patient infections, and score was determined to be below the threshold of 100. No product was returned for evaluation. The information suggests that this event was isolated to this particular facility and that possibly use error of the aer unit had contributed to the event.

Manufacturer narrative:
Correction: expiration date corrected to unk. Correction: concomitant medical products: endoclens automatic endoscope reprocessor (non-asp product). (B)(4): correction: device manufacture date corrected to unk. Asp investigation summary: there was no product returned for investigation. It was reported that the water filter on the endoclens aer (non-asp product) was not changed for 10 months, and mdrp was found in some points of the machine. It was suspected that not changing the water filter on the aer unit was a probable cause of the reported event. After this event, the water filter was changed and a disinfect cycle was performed on the aer unit. The health care workers at the hospital were re-trained on proper use of cidex plus 28 solution according to the IFU and on proper reprocessing of the scopes. The information suggests that this event was isolated to this particular facility and that possible use error of the endoclens aer unit had contributed to the event.